Event description:
It was reported that the wake button was not working and has to press the wake button multiple times. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.